Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge did not fit onto the pump. The customer's blood glucose (bg) level was ¿high¿; however, a specific value was not provided. Reportedly, the customer administered a manual injection to address bg level. Reportedly, the customer was able to load the cartridge and resume insulin therapy.